Event description:
It was reported that there was a right accolade revised. Additional information received from the sales indicated that the revision was due to corrosion between the stem and the head. It was also noted that the stem was not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.